Event description:
The customer reported that when preparing the ventilator for night use, a ¿ventilator inoperative¿ message was displayed accompanied by a loud audible alarm upon pressing the power button. The device was not placed into therapy, and the user did not use the ventilator following the alarm. A sales representative provided an alternative device and replaced the affected unit. No patient harm or adverse clinical outcome was reported. Service evaluation duplicated the ¿ventilator inoperative¿ alarm during operational check. Device logs identified occurrence record e-155, indicating fluctuation of the flow sensor deviating from standard limits. Restoration work was performed, resolving the error, and the flow sensor was replaced as a preventive measure to mitigate potential recurrence. A final test, battery check, valve check, run-in testing, and cleaning were completed, and the unit operated within specification. The investigation is complete.